Event description:
During a colonoscopy procedure a polyp was located in the sigmoid colon. A soft standard oval acu-snare (sas-1-s) was passed through the colonoscope and the polyp was snared. According to info provided by the user facility, the snare detached from the drive cable when cautery was applied to the device. The snare was retrieved without difficulty using another snare. There was no pt injury.